Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd q-syte closed luer access device cracked. The following information was provided by the initial reporter: on (B)(6) 2024, during the course of administering infusion therapy to a patient, the consumable developed a split in the infusion connector on the third day of use and was immediately discontinued.

Manufacturer narrative:
Investigation results: the complaint of a split in the q-syte connector could not be confirmed from the photograph that was provided for investigation. The photograph showed the q-syte connector within product packaging. The sample exhibited evidence of use. No leaks, cracks or splits could be identified from the photograph. Although the photo and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.